Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)

Event description:
The customer reported via phone call that they received a motor error alarm during a prime. Customer's blood glucose was 200 mg/dl. The customer could not recall any significant events leading to the alarm. The customer stated the drive support cap appeared to be normal. Customer also stated they were unable to complete the rewind sequence on their insulin pump. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
The pump had a motor error alarm during the rewind due to a corroded motor home switch. Unable to perform the displacement, rewind, basic occlusion, occlusion, prime or excessive no delivery tests due to the motor error alarm. The pump was received with a cracked reservoir tube lip, a cracked case at the display window corner, minor scratches on the lcd window, and a scratched reservoir tube window.